Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station experienced a power failure. A field service engineer (fse) identified that the station was not powering on. The fse disconnected all drawers, after which the station powered on successfully. The fse then reconnected the drawers one at a time to isolate the source of the issue and determined that drawer 2.2 was preventing the station from powering on. The drawer controller for drawer 2.2 failed voltage testing and was replaced. After restarting the station, normal power on was confirmed, and the customer was able to access the drawer and inventory medication. A proactive inspection was performed, and the customer verified that the system functionality was restored successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary experienced power failure and screen went black. Customer tried on different power outlet, but the issue persisted and went offline on remote support service. However, there were no delays or adverse events or injuries reported based on this event.